Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received a button error alarm and when they removed the battery they received a battery out limit alarm. Customer's blood glucose reading was 135 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Troubleshooting for the battery out limit alarm was performed. Customer was unable to clear alarm due to keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarms or battery out limit alerts noted during testing. The pump passed the displacement and off no power tests. The operating currents were within specification. The pump had intermittent button response on the act button due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.